Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = actuator and hook not linked by staple. (B)(4) = biological debris impeded mechanism the injection port, locking connector and tubing strain relief were returned for analysis. The injection port was returned in the unlocked position with the hooks deployed. Biological debris was observed inside of the actuator ring and the hooks. Seventeen punctures were observed via microscopic inspection of the injection port septum. The injection port was tested for leakage and blockage and none were found. A functional test was performed on the injection port hooks with unsuccessful results. The hooks did not retract and remained deployed as biological debris impeded the mechanism. The biological debris was removed using koh 40-45% solution. Another functional test was performed on the port hooks with unsuccessful results. The hooks would not retract. The injection port was dismantled, and it was noted that the four staples were no longer attached between the actuator ring and hooks. It was also noted that two of the staples were broken. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it is noted that leakage is a recognized event associated with gastric banding. A possible root cause of the inability to retract the hooks on the injection port is that biological debris impeded the hook retraction mechanism. As a result, excessive force may have been used to remove the injection port and caused the staples to detach from the actuator ring and hooks. The product's instruction for use (IFU) provide the method to remove the injection port where tissue in growth impedes the ability to rotate the actuator ring and retract the fastening hooks. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to reported event. All devices are 100% leak test prior to distribution and a 100% in process of port functionality also occurs. It is therefore unlikely that a manufacturing issue contributed to this event.

Event description:
It was reported that post implant a realize band, the patient complained of the band not "working." A leak was detected at the locking connector and port connection. Upon port replacement, the surgeon could not retract all four hooks from the port when using the realize port applier. The port had to be cut out of facia. A new port was placed. There were no patient consequences.